Event description:
It was reported that a cartridge alarm 1 occurred during bolus delivery and an occlusion alarm occurred. The customer reloaded the cartridge to address the issue. Customer¿s blood glucose level was 183-215 mg/dl

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.